Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl 2,250.0 mcg/ml and bupivacaine 2.5 mg/ml. The doses at the time of the event were not reported. The indication for use was not provided. It was reported that on (B)(6) 2018 the pump alarmed three times with a duration of 5-20 minutes each. The patient informed the physician about the alarms heard. It was noted the patient did not feel any symptoms related to the event. As diagnostics/troubleshooting, the physician did a telemetry of the pump to confirm the pump alarm and found three "motor stops" but the pump restarted itself. The pump was replaced on (B)(6) 2018 and no other actions were taken. Pump logs were provided and indicated that the estimated replacement indicator (eri) was 54 months. The logs indicated a motor stall occurred on (B)(6) 2018 at 01:58, a motor stall recovery occurred on (B)(6) 2018 at 02:25, a motor stall occurred on (B)(6) 2018 at 19:53, a motor stall recovery occurred on (B)(6) 2018 at 19:58, a motor stall occurred on (B)(6) 2018 at 20:12, a motor stall recovery occurred on (B)(6) 2018 at 20:33, a motor stall occurred on (B)(6) 2018 at 21:16, a motor stall recovery occurred on (B)(6) 2018 at 12:29, a motor stall recovery occurred on (B)(6) 2018 at 12:34, a motor stall occurred on (B)(6) 2018 at 13:48, a motor stall recovery occurred on (B)(6) 2018 on 13:57. It was noted that there were no known external factors that may have led or contributed to the issue. The device was being returned for analysis. At the time of the report it was indicated the issue was resolved and the patient status was "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis identified the internal pump tube was binding and identified a hole in the internal pump tube which allowed drug to leak into the motor containment area. In addition, analysis identified a feeedthrough anomaly of fluid based pin short. If information is provided in the future, a supplemental report will be issued.